Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 05/30/2018. Right attune total knee revised for pain, swelling, and aseptic loosening of the tibial component. Revising surgeon indicated that tibial tray was loose, easily removed. It was unclear based upon the surgeon's description, which interface was involved--cement to implant or cement to bone, or both. The femur and patella components were not revised. Competitor bone cement was used in primary knee replacement. Patient experienced continued pain and flexion instability following his first right knee revision. The knee was revised a second time, addressed in (B)(4). Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Event description:
Changed code for swelling to edema and loosening interface was also updated from unknown to cement to implant.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.